Event description:
It was reported that the user experienced persistent hyperglycemia while using the ilet, with blood glucose rising above 319 mg/dl and later above 400 mg/dl despite the system dosing insulin and a full supply change; the user subsequently transitioned to subcutaneous insulin via pen per clinician guidance. Symptoms included elevated blood glucose with trace ketones and no acute complications. Outcomes included self-management without professional intervention, hospitalization, or assistance from others. Investigation included troubleshooting and education with the user. Investigation of this case revealed no identified infusion set issues and an unclear cause of the hyperglycemia. It was concluded that the event involved high glucose of unclear etiology, and the user employed backup therapy.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.